Event description:
It was reported to boston scientific corporation on (B)(4) 2012, that an active cord was used during procedure. According to the complainant, during the procedure, the active cord would not stay connected to the hot biopsy forceps. The active cord would fall off the forcep at the connector site which would cause their screen to go black. The active cord and forcep devices were held together by the nurse so that the connection would work. The procedure was completed using this device. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of active cord connection issues. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the complaint device found that the red connector (banana jack) had detached/ separated from the cord. The heat shrink was found stressed at the end of the cord from which the connector had separated, indicating wear and tear from repeated use. Clear adhesive tape was also found at this location. The inner diameter of the red connector was measured, and was found to be within specification. Functional evaluation of the device found that the red connector stayed attached to the standard 2-in-1 connector without any issues. The condition of the returned unit was consistent with the complaint incident that the active cord would fall off the forcep at the connector site. However, there was no issue with the red connector itself that would cause it to detach from the device. Rather, the cord detached from the red connector, and it is likely that the customer kept inserting the cord back into the red connector to keep the devices connected. Repeated handling/usage likely weakened the core wire and caused it to become brittle and break, which allowed the cord end and red connector to separate. Therefore, the most probable root cause for this event is wear and tear. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that an active cord was used during procedure. According to the complainant, during the procedure, the active cord would not stay connected to the hot biopsy forceps. The active cord would fall off the forcep at the connector site which would cause their screen to go black. The active cord and forcep devices were held together by the nurse so that the connection would work. The procedure was completed using this device. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be fine.